Event description:
The customer reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump. The malfunction code did not recur, and the customer was able to continue using the pump. The customer was advised to call back if the malfunction code recurred, and they acknowledged and understood the instructions.